Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's (b)(46) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to troubleshoot. The tsr informed the hp to start over with new supplies. Per the hp, no reason was found for the alarm. No patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm, it was revealed that the hp was doing fine and had continued therapy as normal.

Manufacturer narrative:
(B)(4). This complaint was from a nurse who stated her patient had an incident in which air was detected; there was no mention of an alarm. This complaint was not confirmed in the lab due to a lack of sample. There was no specific lot number identified with this complaint, but a batch review was performed on two potentially associated lot numbers with no issues noted. The cause of the patient's illness is listed as unknown. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. There could be several causes for this air in the set. Some causes are punctures in the set, inadequate connection, or incomplete primes. These potential use errors are addressed in homechoice apd systems patient at-home guide. On page 11-11, patients are instructed to check the cassette and tubing for any damage. On page 11-15, patients are instructed how to properly connect the solution bags. On page 3-10, patients are also instructed to check all disposable set connections for a secure fit before beginning therapy. On page 11-18, patients are instructed on how to prime the disposable set. This review finds the labeling adequate for the potential use error(s) in the complaint. A trend review of global complaint data between (B)(4) 2009 through (B)(4) 2010 showed no adverse trend for complaints related to problem code excessive air. Overall, the trend is stable. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
Renal dialysis healthcare professional left a voice message for corporate product surveillance 5 apr 2010 to report an (1) incident in which air was detected in unspecified product during patient dialysis on an unknown date in (B) (6) 2010. Reporter stated that the patient was "treated for contamination" and that an unspecified positive culture was detected on an unknown date. Follow up information received from global pharmacovigilance (21 apr 2010): the patient began peritoneal dialysis (pd) therapy on (B) (6) 2007 (total daily dose is 8.2liters). On (B) (6) 2010, the patient began experiencing abdominal pain, back pain, and vomiting during her pd therapy. Per the nurse, the patient completed her pd therapy without interruption. On (B) (6) 2010, the patient came to the clinic and reported her abdominal and back pain was still present (the vomiting event only occurred once). Per the nurse, a pd effluent culture specimen was obtained the same day. Per the nurse, the pd effluent was not cloudy at the time the culture specimen was obtained. The patient also received intra peritoneal (ip) cefazolin, 1gm that same day. Per the nurse, the pd supplies that were used during the time the events began were discarded by the patient prior to her clinic visit. The pd culture result was positive for gram positive cocci (salivarius organism). On (B) (6) 2010, the patient came to the clinic and reported that her abdominal pain and back pain had been resolved. During the clinic visit on the same day, the patient received ip cefazolin 1gm and a pd culture specimen was obtained. Per the nurse, the pd culture results from the specimen obtained on (B) (6) 2010 were negative. Per the nurse, the patient usually has the pd effluent drain directly into the toilet during pd therapy and does not use drain bags. Per the nurse, the patient was treated for contamination and not for peritonitis (the nurse said she would not call the event peritonitis). The nurse did not know if the pd solution or the pd device was related to the patient's contamination. The nurse did not have any lot numbers for the patient's pd supplies. Per the nurse, the events have been resolved. Per the nurse, there was never any interruption in the patient's pd therapy and the patient remains on pd therapy.

Manufacturer narrative:
(B) (4)per the patient's nurse, the sample was discarded.